Manufacturer narrative:
Reference: (B)(4). The device was visually evaluated, and the reported event was confirmed. The instrument was fractured as stated in the complaint. As the fractured piece of the device was not returned, the cutting edge could not be evaluated for possible contribution to failure. The DHR was reviewed and no discrepancies in process or manufacturing were found. The failure mode is a known inherent risk to the procedure. The root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.

Event description:
It has been reported that during the implantation of a bowed femoral plate, a drill bit lodged into the medial cortex of the patient's femur and fractured. It was protruding into the soft tissue as well as the intermedullary canal. Multiple unsuccessful attempts were made to remove the drill bit through the existing incision. An additional medial incision was made, and the drill bit was successfully removed. The malfunction resulted in a delay in 30-45 minutes.